Manufacturer narrative:
The customer reported a pacer test failure during opcheck test with this therapy cable. This was found during testing. A replacement cable was sent to the customer. As of 6/8/2010, there have been no further calls concerning this problem. We will consider the replacement of the cable to have resolved to the test failure.

Event description:
The customer reported a pacer test failure during opcheck test with this therapy cable.